Event description:
The patient developed right hip pain and walked with a limp, after a right total hip replacement 4 years ago at an outside hospital. Patient underwent a right total hip arthroplasty revision of a depuy femoral component and liner only, for failed right total hip replacement. No identifying numbers were available.